Event description:
Allegedly the patient was revised due to mom complications. Elevated blood metal ion levels, small amount of fluid in the trochanteric bursal region of the left hip; persistent pain and decreased mobility.